Event description:
Caller indicated the relion micro meter was giving variable results. Daughter has juvenile diabetes. The relion products are not their primary blood glucose meter. They use a meter that works with their daughters insulin pump. However, when they traveled right after christmas, her daughter did not pack enough test strips for their primary meter so they purchased a relion micro meter and test strips to use. The patients mother is claiming that each time they tested it took them two times to get a reading and the first reading was either lo or a really low number. They then immediately did a different test and received a more normal reading of 156. The caller said the patient did have a virus at the time of the readings; their whole family did, but did not have any blood glucose related symptoms. Caller is certain there is something wrong with this meter. She has used a relion prime before and that has worked fine, so she is not trying to say the relion products do not work, but this micro meter was wrong. Technique was good and strips were new. Controls not used. Customer is requesting a refund.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.